Event description:
It was reported that during a nephrectomy procedure, after firing his initial white reload, all of the staples fell out of the resected site. Due to excessive bleeding, the patient's abdomen was opened to repair the renal vein. The bleeding was controlled and the wound was closed. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device worked as intended and no evidence was found of what might have caused a hemostasis issue.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what provisions were made to establish proximal and distal control of the vessel prior to firing? Were clips used in the vicinity prior to firing the device? Were the renal artery and vein taken separately?